Manufacturer narrative:
(B)(4). It was initially reported the device would be returned and the evaluation is therefore anticipated. However, the device was not returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured while in use. No patient consequences or surgical delay were reported. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Strike marks are seen on the strike plate indicating use and wear. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.